Event description:
The company received a report where it was claimed that a stylet could not be inserted into the tube during patient use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
Photos have been provided for investigation. The sample is expected to be returned, but has not been received to date. If significant information is obtained from the investigation, a supplemental report will be submitted.